Event description:
Pt spontaneously called to report ms3 pump serial number (B)(4) (maintenance due 07/25/2019) which was just delivered on (B)(6) 2018. Needs to be replaced. Pt said she is getting error "enter passcode." Told pt the internal battery on pump died and the settings have been erased. We will send her a new pump. Pt has another pump on hand that is working. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.